Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the introducer was primed before the initial use, some debris started to flow out. No other information was provided.

Event description:
(B)(6) 2025 - the customer returned a total of nine devices for evaluation and four were confirmed to exhibit damage. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged dilators is confirmed and was determined to be manufacturing related. Two 5.0 fr microintroducers and seven 5 fr dual lumen powerpicc kits were returned for evaluation. An initial visual observation showed the kits were returned sealed. The two 5.0 fr microintroducers were each returned with what appeared to be a small, white plastic shaving. Each of the sealed kits were opened and the microintroducers within the kits were each inspected and flushed with water. When one of the lot samples was flushed, a small piece of white material was dislodged from the dilator. Each of the returned microintroducers were dissected and a microscopic observation revealed a gouge or groove in the inner wall of the dilators of the two used microintroducers and of three of the microintroducers which were returned in the sealed kits, suggesting the dilators were damaged during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.